Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulation helps a lot with the back pain but does not cover all of their pain. It was reported that the pain was covered more than not. The pain was reported to be at the implantable neurostimulator (ins) site. There was a report that the ins had moved. The patient noticed the ins had moved from the upper buttock area on the left side and was now closer to the spine. It was reported that the patient had additional hardware and fusion in the spine which they had 3 years prior to implant. The change in therapy or symptoms were reported to be sudden. Relevant medical history includes radicular pain syndrome (radiculopathies) and spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient's healthcare professional (hcp) did a pocket revision a couple years ago because the implantable neurostimulator (ins) moved. There were no further complications or anticipations reported with this event.